Event description:
It was reported that patient log file submitted for review due to concerns of pump stop event. Patient presented with speed advisories and a pump off alarm. Log file submitted confirmed the pump stop event on (B)(6) 2022 at 13:13. Patient was placed on an orange cable. Chest x-ray images were unremarkable and did not appear to indicate an area of concern for a short-to-shield. A computed tomography (CT) showed some wear on driveline. The patient was sent home and provided orange cable and no equipment was replaced. The patient will be scheduling a driveline repair once patient was stable. No further pump stops reported since (B)(6) 2022. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a pump stop event was confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2022 at 05:15:06 to (B)(6) 2022 at 09:23:53, per the timestamp. A pump stop event was captured on (B)(6) 2022 while the ventricular assist device was supported with the power module. Based on our complaint history and similarly reported events, the captured pump stop event is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this evaluation. The account communicated that the patient admitted on (B)(6) 2022 after they experienced low speed advisories and a pump stoppage. Chest x-rays were ordered and revealed a potential area of concern on the external portion of the driveline. The patient was placed on an ungrounded cable and was discharged home. The patient was to undergo an external driveline repair when they were stable enough to tolerate it and received one on (B)(6) 2022 (refer to MFR# 2916596-2022-01876 for evaluation). Following the repair, the patient continued to experience pump stoppages despite being on an ungrounded cable and underwent a pump exchange on (B)(6) 2022 (refer to MFR# 2916596-2022-10449 for evaluation). The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04nov2013. No further information was provided. The manufacturer is closing the file on this event.